Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the battery was discharging. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-mar-2019 with the following findings: review of the pump histories did not reveal any activity related to the complaint. There was no data I the pump histories from the time of the reported issue due to continued use of the device after the alleged issue occurred. On investigation, the pump powered on normally and electrical current draws were evaluated and found to be within specifications. Investigation did not duplicate the alleged issue. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.